Manufacturer narrative:
Received one used 011-am3106 pur yellow smallbore ext set for inspection on 4/14/2025. A nanoclave was observed to be separated from the manifold. Evaluation of the bond under uv light showed sufficient uv adhesive. The adjacent bonds were tested for bond integrity; the bonds met functional specifications and did not break. The reported complaint can be confirmed. The probable cause is unknown. Lot history review was conducted, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event involved the following medical device: 168 cm (66") appx 2.4 ml, pur yellow smallbore ext set, 3-port nanoclave¿ manifold w/check valve, nanoclave¿, nanoclave¿ 4-way stopcock (red ring), rotating luer. In the pediatric intensive care unit, one of the three valves from the device's manifold broke (without any external intervention) during a patient's infusion of an unspecified but non-toxic medication. There were no clinical consequences as the issue was quickly noticed during a non-vital treatment. The customer reported a risk of air entry into the tubing trough the opening at the manifold. Saline solution was used for the syringe pump filling, and the infusion rate was approximately 30 cc/h. The incident was noted during filling within 5 or 10 minutes of the start of treatment, there were no visible signs of malfunction, damage, strain or wear with the device prior to the incident when the reporter's colleague changed the line. The device was stored in our department (outside the box) and in a drawer in the treatment room without exposure to extreme temperatures, high pressure, or any other external factors. The device was in its original packaging with the tubing pre-assembled like all the facility's sets and the tubing for the syringe kit was positioned on top. The references or manufacturers cannot be provided. The device reportedly leaked alongside the branches and also onto the ground. There was no unprotected exposure to the patient nor the healthcare provider. There were no clinical consequences or any harm to the patient. The filling was less than halfway through, so the reporter immediately changed the device and resumed infusing the rest. The leak was cleaned according to the facility protocol, and no special kit was used.